Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a power issue with his one touch ultra meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on an unspecified time of (B)(6) 2011. He stated that he manages his diabetes with insulin (self adjuster) and before the alleged issue started, he had been exercising on ongoing bases. It is unknown if the patient developed any symptoms due to the alleged issue. The patient claimed on (B)(6) 2011, he was in the emergency room (ER), where his glucose was tested and results of "293 and 524 mg/dl" were obtained and then the patient was treated with an insulin IV drip. During the initial call with customer service, the agent noted that there was information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.